Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments, additionally it was reported that customer's pump placement may have contributed to the bg impact. Tandem technical support educated customer regarding proper placement of the pump. Customer consumed carbohydrates to address bg. Customer updated their settings to address the event.